Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm-6000) would not display the ECG readings during in-patient use. No patient harm was reported. They tried different leads with a simulator, but the issue persisted, and no error messages were displayed. The bme tried a different bsm-1700 with the bsm-6000, and the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm-1700 model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm-6000) would not display the ECG readings during in-patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm-6000) would not display the ECG readings during in-patient use. No patient harm was reported. They tried different leads with a simulator, but the issue persisted, and no error messages were displayed. The bme tried a different bsm-1700 with the bsm-6000, and the issue persisted. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since the device was not received for evaluation. A review of the complaint device's serial number shows that it was installed 13 years ago and does not have other similar complaints. Due to the age of the device, wear-and-tear may be a likely contributing factor to possible hardware failure. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/29/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 11/11/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 11/20/2024 emailed the bme for all items under the no information list. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm-1700, model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni & returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm-6000) would not display the ECG readings during in-patient use. No patient harm was reported.